Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing. Signal corresponding with the patient's breathing patterns were observed. Programming changes were made. Further actions will be discussed with the physician. The patient is doing fine.